Event description:
The facility reported, they received no response from touchscreen. There was a three hour delay in the case. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system and was unable to reproduce the reported problem. The system met specifications. Investigation, including root cause analysis is in progress.